Event description:
Medical device vigilance report dated 22/09/25 (date of incident) reference: 300865 name: pse ll 50ml syringe batch: 2411029 descriptions: leakage in the plunger has the patient or user suffered any harm? If so, please explain no occurred during use.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported the syringe leaked. One sample was provided to our quality team for evaluation. The product was thoroughly inspected, there was no visible damage to the syringe or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2411029, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the the returned syringe, the product was verified to meet required specification and no leakages were observed. Six retained samples were used for additional evaluation. The samples were inspected, all stoppers were properly assembled and no damage or related defect was observed. Leak testing was performed on all samples, and results confirmed compliance with established specifications. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional evaluation.